Event description:
The customer reported that tpn was infusing via a PICC line. The PICC line was placed on (B)(6)2014 and the tubing was placed that evening. The nurse noted that there was leaking from the filter on the extension set. Event occurred in the (B)(6). There was no pt harm or medical intervention. No further pt/event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.